Event description:
It was reported that the patient¿s blood glucose level increased to 400 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the returned pod identified a tear in the cannula. The device was originally reported for uncertain insulin delivery; however, investigation findings confirm a reportable event.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.